Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a drug eluting stenting treatment procedure the physician was unable to cross the lesion. The 100% stenotic lesion was located in the calcified and moderately tortuous mid right coronary artery. The physician advanced the 3.50x12mm taxus express2 stent to the lesion, but was unable to cross. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on the first proximal stent row were slightly raised. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.